Event description:
A (B)(6) male patient called zoll customer support to report that the top of his monitor was loose. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor end cap loose) was confirmed. Upon investigation, the monitor end cap was separated from the case and the monitor was continuously resetting. The cause for the resets was isolated to an intermittent programmable logic device u200 on the monitor c/a board. The root cause for the cracked case and intermittent u200 was likely the impact of the monitor on a hard surface. No adverse event resulted from the damaged monitor. The patient received a replacement monitor.